Manufacturer narrative:
Investigation pending.

Event description:
Customer reports home health company's nurses allege meter's lack of precision when using the meter in the field. Unk: inratio: 2.8. Unk: 0.8 (1 week later).